Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a sudden worsening of her dystonia symptoms over some hrs on (B)(6) 2010. The stimulator was switched off and on again and the pt recovered, so a visit was not made to the clinic at that time. At a f/u appointment on (B)(6) 2010, interrogation of the device revealed that on the left hemisphere lead all electrode pairs involving #3 had impedance greater than 40,000 ohms. On the right hemisphere lead, all electrode pairs involving #9,10, and 11 had impedance greater than 40,000 ohms. A data report was requested by the physician in order to evaluate the stimulator function which revealed no power-on-reset events or battery maintenance issues and no indication that the stimulation was off in the hrs leading up to the pt's worsening of symptoms. The physician felt there was some mechanical overstress of the extension as the pt was a very mobile child and had taken several tumbles. Revision of the leads and/or extensions was planned. Further info is being requested at this time.